Event description:
Event description guidant received information that prior to implant it was found that this cardiac resynchronization defibrillator (crt-d) could not be interrogated. The crt-d is being returned to guidant for anlaysis.